Event description:
It was reported that the customer passed away. Customer's daughter stated that the possible cause of death was diabetes complications. It was unk whether or not the customer was wearing the pump at time of death. Md had no info regarding the actual cause of death.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.